Manufacturer narrative:
Adverse event, outcomes attributed to adverse event, device identification, device manufacture date, usage of device: additional information. Type of reportable event: correction. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a momentary pump stop on (B)(6)2019 at 3:27am, corresponding to alarms for low speed and low flow hazard. A specific cause for the pump stop could not be conclusively determined through this evaluation. The system operated as intended for the remainder of the log file. The account did not report any adverse events or patient symptoms. Despite multiple requests, no further information was provided. The hm2 IFU explains all alarms and how to troubleshoot them, and recommends users reach out to hospital personnel if there are any changes to how to the device feels, operates or sounds. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 9 years and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that log file were submitted for review. During the analysis of the log, a pump stop on (B)(6) 2019 at 3:27 was observed however; there is not enough log file evidence to determine the cause of the pump stop. Possible causes are a controller high current event or a percutaneous lead short to shield since it did occur while connected to the mpu. The log file driveline data appears normal, so the conductors appear to be in good shape. Additional information was requested, but not provided.